Event description:
The device user reported spontaneous pump stop about one hour into a perfusion. Screens were all on, reservoir empty, but no refilling of the reservoir and no alarms. The pump stopped with no flow causing reservoir to empty. The device user couldn't restart the perfusion so they restarted the device. Afterwards, the perfusion resumed. The liver was without perfusion for about 15 minutes. The device user decided to discard the liver because they believed it was no longer viable for transplantation due to the loss of perfusion.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. The device was returned to the manufacturer and was evaluated by a service engineer (se). The se was unable to reproduce the reported spontaneous pump stop. The device passed all testing. The se reviewed device data from the time of the reported event. No indication of device failure was identified from the data review.

Event description:
The device user reported spontaneous pump stop about one hour into a perfusion. Screens were all on, reservoir empty, but no refilling of the reservoir and no alarms. The pump stopped with no flow causing reservoir to empty. The device user couldn't restart the perfusion so they restarted the device. Afterwards, the perfusion resumed. The liver was without perfusion for about 15 minutes. The device user decided to discard the liver because they believed it was no longer viable for transplantation due to the loss of perfusion.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation on february 16, 2023.